Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 5 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 559 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during manual prime. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.